Manufacturer narrative:
(B)(4). For related event on the same patient see MDR #3010532612-2018-00417 and tc #(B)(4), MDR #3010532612-2018-00421 and tc #(B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was connected to the pump, the staff noted that the fiber optic sensor (fos) would not auto zero. As a result, the iab was removed and a second balloon was used. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). For related event on the same patient see MDR #3010532612-2018-00417 and tc #1900065293, MDR #3010532612-2018-00421 and tc #1900065331. Teleflex did not receive the device for investigation therefore the reported complaint of iab fos would not zero is not able to be c onfirmed. The root cause of the complaint is undetermined. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that when the intra-aortic balloon (iab) was connected to the pump, the staff noted that the fiber optic sensor (fos) would not auto zero. As a result, the iab was removed and a second balloon was used. There was no report of patient complication or serious injury and death.